Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the ultrasonic level sensor pad was worn / chipped. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) performed preventative maintenance on the unit and found the alarm level sensor pad was deteriorated. The return of this alarm level sensor is to be returned when new alarm level sensor is installed. Alarm level sensors (part #(B)(4)) are on hold status due to further investigation and due to release in (B)(4) 2012. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.